Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. The soft cannula measured the correct full length according to specification. No damages or deficiencies were found during the investigation that would result in the cannula dislodging. The exact cause of the reported dislodging event could not be conclusively determined. No damages or deficiencies were observed with the adhesive pad or the adhesive welds. The cause of the reported adhesive failure could not be determined. During fluid path testing, fluid was observed to be leaking from a tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 24 and 36 hours. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.